Manufacturer narrative:
Internal reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028. There was not enough information to determine the mlurc. Note: manufacturer unable to contact customer in a follow-up call to ensure that the customer's condition improved - no contact information was provided at this time. Note: adverse event report is being submitted due to symptoms related to diabetes - dizziness and hypoesthesia.

Event description:
Consumer reported complaint for erratic blood glucose test results. (B)(6) called on behalf of the customer. The customer was concerned with tests results obtained of 512mg/dl and 119mg/dl, fasting status was undisclosed. The expected fasting blood glucose test result range was undisclosed. The customer reported being unable to test her glucose level for some time and reported symptoms of dizziness and numbness to the soles of feet for the last three days. Medical attention was not reported as a result of the actual blood glucose results or reported symptoms. The product storage location was undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.